Event description:
On (B)(6), 2011, a doctor reported that a patient lost a sybronpro xrt implant approximately three (3) weeks after placement due to unknown causes.

Event description:
On (B)(6), 2011, a doctor reported that a patient lost a sybronpro xrt implant approximately three (3) weeks after placement due to unknown causes.